Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ syringe bulk sterile pharmacy convenience tray had cardboard inside of it. This was discovered before use. The following information was provided by the initial reporter: material no: 309680 batch no: 9157899. It was reported that tray was discovered with cardboard inside of it. Syringe (sterile), 60ml ll, (20/tray; 6 tray/cs). 1 tray was discovered with cardboard in it. 19 finished product syringes were rejected due to this defect. Defect was discovered on (B)(6) 2019. 1 syringe was discovered with cardboard in the barrel of the syringe. Defect was discovered on (B)(6) 2019. There was no patient impact as these defects were discovered during compounding.

Event description:
It was reported that bd luer-lok¿ syringe bulk sterile pharmacy convenience tray had cardboard inside of it. This was discovered before use. The following information was provided by the initial reporter: material no: 309680, batch no: 9157899. It was reported that tray was discovered with cardboard inside of it. Syringe (sterile), 60ml ll, (20/tray; 6 tray/cs). 1 tray was discovered with cardboard in it. 19 finished product syringes were rejected due to this defect. Defect was discovered on (B)(6) 2019. 1 syringe was discovered with cardboard in the barrel of the syringe. Defect was discovered on (B)(6) 2019. There was no patient impact as these defects were discovered during compounding.

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9091852. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally the foreign material was identified as cardboard debris from our material hopper. Accumulation of cardboard debris in the hopper occurs as during the production process and is control via regular cleaning's of the hopper's surface. To address this issue our facility has updated our preventative maintenance procedure to decrease the amount of time between hopper cleaning's. H3 other text : see h.10.